Event description:
It was reported the metal tip of the bifurcated illuminator that covers the optic fibers dislodged from the cable during a l1 to s1 interbody fusion surgery. It dislodged when removing the lighting tips from the tube after the surgeon finished implanting his second interbody. The metal dislodged outside of the wound. There was no harm to the patient. The case was delayed approximately 2 minutes. A spare device was available and used to complete the procedure.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.